Event description:
Note: this report pertains to one of the reported malfunctions, which occurred during the same procedure. Refer to associated MFR report #3005099803-2008-05220, #3050099803-2008-05221, #3005099803-2008-05222, #3005099803-2008-05223 and #3005099803-2008-05224 for a description of the other devices. According to the complainant, during the procedure, it was noted that the clip had an "arm bent backwards." The device was removed and replaced with another resolution clip device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.